Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The motor passed the motor test. The device also had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. Blood glucose value was 234 mg/dl. The customer also reported receiving a motor position encoder error alarm a month back, but it could not be confirmed in the history. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. When checking the alarm history, the customer stated she found multiple no delivery alarms. The device was returned for analysis.